Manufacturer narrative:
Conclusion code was updated.

Manufacturer narrative:
The conclusion code was updated.

Manufacturer narrative:
Analysis of the pump found gear train anomalies of a stall due to shaft bearing and corrosion, wear, or lubrication. The conclusion code no longer applies.

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving bupivacaine (12 mg/ml at 4.5 mg/day) and morphine (25 mg/ml at 9.087 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On 12-sep-2016 it was reported that a pump motor stall was seen on initial interrogation of the pump. The patient had not recently had an MRI. The pump logs indicated that the motor stall occurred on (B)(6) 2016 at 21:15. They had tried doing telemetry several times but there was still no motor stall recovery. The pump alarm was heard and the pump was still alarming. The reporter was unable to silence the audible alarm. On (B)(6) 2016 the patient was experiencing nausea, but no horrible pain. The patient¿s pain level had increased some, but not much; she just was not feeling well. The patient had medication for the nausea. Per the reporter, it was not mentioned if the patient was on oral pain meds, but the reporter thought maybe she was.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2016 from a manufacturer representative and a healthcare provider. It was reported that the cause of the inability to silence the pump alarm was thought to be an unknown pump malfunction. The pump was replaced, and the motor stall and symptoms were considered resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.